Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting high r-wave, impedance and threshold measurements at the one month follow-up visit. Device is still pacing and sensing appropriately. Physician has elected to monitor patient for now and do another followup in one month. If new information is received, the event will be re-evaluated.